Manufacturer narrative:
(B)(4). Medical devices: vanguard cr catalogue# 183012 lot# unknown, vanguard cr arcom catalog# 189122 lot# unknown, biomet fixed I-beam stem tibial tray catalogue# 141226 lot# unknown, biomet arcom 3 peg/post catalogue# unknown lot# unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06295, 0001825034-2018-06296, 0001825034-2018-06297, 0001825034-2018-06298.

Event description:
It was reported a patient underwent primary right total knee arthroplasty. Patient was noted to have cellulitis in right lower extremity from foot to mid tibia and possible athlete¿s foot approximately six weeks post-op.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No device was returned for evaluation; the event was unable to be confirmed due to the limited information provided by the customer. Review of device history records was not possible as the necessary product/lot code combination(s) was not provided. Root cause was unable to be determined due to limited information received from the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.